Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port that experienced leakage. The reporter stated that leaking occurring from pigtail connection from cadd cassette and proximal end of cl3960. There was unknown patient involvement.

Manufacturer narrative:
Investigation summary one photo was shared where customer is pointed to a trifurcate / bifurcarte connection where a dry solution is shown. However, is not clear where the leak came from since based on the item configuration no trifurcate or bifurcate is assembled. Complaint of leaks cannot be confirmed, based on the photo shared by customer, since is not clear if the leak came from an ICU medical set. The device history review couldn't be performed due to the lot number for this complaint was unknown.